Event description:
This pt experienced several episodes of restenosis of six (6) cypher stents implanted in the right coronary artery (rca) over the course of 11 months. This pt was admitted to the hosp with a chief complaint of angina. The pt was currently taking aspriin, ticlid, and isosorbide. Note: the initial penta size (size unk) was implanted in the proximal rca in 2003. This lesion repeatedly restenosed and was re-opened with balloon inflations in 2003 and 2004. In 2004, the pt had another restenosis of the penta stent in the proximal rca. This time it was treated with the placement of a 3.0 x 18mm cypher and a 3.5 x 12mm nir (boston scientific) stent. The details of this procedure are not available. Six months later, the pt came to the hosp due to angina. The pt was taken electively to the cardiac lab, where angiography revealed an instent restenosis (isr, third time) of a previously placed penta stent and additional progressive disease extending from the ostium of the rca through the distal rca. In the proximal rca, the lesion was an eccentric diffuse, calcified, 57% isr. In the mid rca, the lesion was a denovo, eccentric, diffuse, type c, 99% stenosis. In the distal rca, the lesion was a de novo, eccentric, diffuse, type c, 50% stenosis. A bolus of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The mid and distal rca lesion was predilated with a 2.0 x 20mm. A 3.0 x 18mm cypher stent was deployed in the distal rca to 20 atms for a maximum of 60 seconds. The stent was not postdilated. The residual stenosis was reported to be 28%. Next, two (2) 3.0 x 18mm cypher stents were deployed to the mid rca to 20 atms for a maximum of 60 seconds. The stents were not postdilated. Residual stenosis was reported to be 12.8% finally, the proximal isr segment was predilated with a 3.5 x 15mm balloon inflated to 25 atms. Two 3.5 x 18mm cypher stents were deployed to 20 atms for a maximum of 60 seconds. The stents were not postdilated. Residual stenosis was reported to be 5.6%. The five stents were all overlapping each other. The pt was discharged on the same medications. Approx three months later, the pt returned to the hosp due to unstable angia and was taken emergently to the cath lab. Repeat angiography demonstrated an 87% restenosis of all of the stents in the rca. This was treated with re-ptca with a 3.0 x 20mm balloon inflated to a maximum of 14 atms, a 3.25 x 20mm balloon inflated to a maximum of 18 atms, and a 3.5 x 20mm balloon inflated to a maximum of 20 atms. Aspiration thrombectomy was conducted; however, there was no thrombus observed. The residual stenosis after this procedure was 36% throughout the stented segment. Two months later, the pt again complained of chest pain. Angiography revealed a total occlusion (100%) of the rca. Again, this was treated with multiple balloon inflations with a 3.0 x 20mm balloon inflated to 20 atms, a 3.5 x 20mm balloon inflated to 25 atms. The residual stenosis after this procedure was reported to be 26%. Again, after two months, the pt returned to the hosp with complaints of chest pain. Once again, angiography revealed restenosis of the five cypher stents in the rca. Once again this was treated with multiple ballon inflations. A 3.5 x 25mm balloon was inflated to 25 atms, a 3.5 x 20mm balloon was inflated to 25 atms. Residual stenosis was not reported for this procedure. Physician's comments: the vessel restenosed repeatedly. Aspiration was conducted; however, since there was no thrombus observed it is unlikely that this was a thrombotic event. Note: lot#i0804072 is not distributed in the us; however, it is similar to us product. This is one of four reports submitted for the same event. Please reference MFR. Report#"s: 9616099-2005-01238, 01240, and 01241.